Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-00964. The patient received his scs system consisting of a lead and an ipg on (B)(6) 2007 for phantom leg pain. It was reported that the patient was involved in a car accident on (B)(6) 2008. After the accident, the patient reported loss of stimulation. The system was replaced on an unknown date. Follow up on the patient found that no further issues have been reported. The explanted devices were not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.